Manufacturer narrative:
Product analysis: analysis was unable to confirm the customer comment that the screen went white and could not be resolved following a power cycle. However the device failed thermal sensor test at functional testing during analysis and the power supply was replaced. It was further noted that the left/right keyboard hinges, power cord bay were broken and keyboard was pulling apart or latch was broken. The hard drive reconfigured and software was reloaded and updated. All found defective parts were replaced and all other identified issues were resolved as necessary. The programmer then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a device interrogation, the programmer screen went white and the issue could not be resolved following a power cycle. The programmer was returned for service and tested out of specification during manufacturer's analysis. There was no patient involvement.